Manufacturer narrative:
H10: this complaint was inadvertently submitted. The reported event was submitted under mfg report number 3013756811-2021-120982.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was within range (value not provided).